Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini trek is being filed under a separate MFR number. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. An indeflator, filled with water, was used in an attempt to pressurize the balloon to locate the rupture, but the balloon would not pressurize. After the balloon catheter was pressurized and soaked in the water bath to dissolve the blood and contrast, fluid leaked from a pinhole rupture in the balloon at the proximal edge of the distal marker. There were no scratches visible. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Scanning electron microscopy (sem) analysis confirmed the leak in the balloon. It was determined that the balloon failure may have been attributed to mechanical damage to the outer surface. It is likely that the balloon material was damaged (scratched) during interactions with other devices and/or the lesion, such that the balloon ruptured upon first inflation at 12 atmospheres (atm), which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
Reportedly the trek was prepared for use outside of the patient anatomy, negative prep; however, the guide wire lumen was not flushed prior to use. There were no leaks noted during prep. During predilatation of the lesion located in the mid circumflex with moderate tortuosity, a 2.0 x 15 mm mini trek ruptured at 12 atmospheres (atm). During deployment of a mini vision stent at 12 atm, the atm were noted to be dropping and after the device was withdrawn, it was confirmed that the balloon had ruptured because the inner balloon was found torn. The mini vision was successfully deployed without further dilatation needed. No adverse patient effects were reported. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.